Manufacturer narrative:
Of the 38 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 38 malfunction events. A review of the events indicated that the one touch ping model pump experienced a inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-84 years of age and between 40 and 256 pounds. Of the reported patients, 8 were male, 30 were female, and 0 were unknown.